Event description:
It was reported that further interrogation revealed low battery life. Also there are high impedance checks in c and when checked at amplitude level and test date was 13-oct-2020 no further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that battery replacement scheduled for (B)(6) but cancelled by patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# j0235382v, implanted: (B)(6) 2003, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that there was some high impedance when they tested on (B)(6) 2019 with the amplitude at 1.5, all involving lead 1. Lead 1 was not used in the patient¿s programming. All impedances were less than 4,000 [ohms].

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: j0235382v, implanted: (B)(6) 2003, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) in a clinical study reported a patient had impedance on lead 1 >4000. Programming was being done around the non-functional lead on (B)(6) 2015. It was noted that the lead would be replaced when the battery is replaced. The event was noted to be related to the device or therapy and unrelated to the procedure. No further complications were reported/anticipated.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that impedance on lead 1 greater than 4000. Programming being done around non-functional lead. Will be replaced when battery is replaced. 5/3/18: impedance range 833-3141 w/ combination of lead 1 and lead iii showing >4000. (B)(6)18:initally high impedance on all combinations that include lead I. These normalized when amp. Increased to 1.5 on all but one combination.(B)(6)19:some high impedance when tested w/ amp. 1.5, all involving lead I (not currently used on her program) and all <(> <<)>4000. (B)(6)19-still ongoing (B)(6)20:ongoing (B)(6)2020: still ongoing, high impedance checks in c <(>&<)> 0; c <(>&<)> 1; 0 <(>&<)> 2; 0<(>&<)>3; and 1<(>&<)> 3 when checked at amplitude level 2.0.5/10/21:battery replacement scheduled for 6/3 but cancelled by pt. As for outcome of the event, it was unresolved with no further action planned

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# j0235382v serial# implanted: 2003-(B)(6) explanted: product type lead: due to imdrf harmonization, device, methods, results, and conclusion codes were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that, on 2018-(B)(6), the device was on program 2 100% of the time. There was negative lead ii and a positive lead case with the amplitude at 2.75 and impedance checks were 833-3141 with a combination of lead I and lead iii showing greater than 4,000.

Manufacturer narrative:
Continuation: product ID 3889-28 lot# j0235382v serial# implanted: 2003 (B)(6) explanted: product type lead: (B)(4) no longer applies. (B)(4) now applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the explant of the lead had not been scheduled. The cause of the lead 1 impedance being greater than 4000 was a lead fracture. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: j0235382v, implanted: (B)(6) 2003: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that, on (B)(4) 2018, the device was interrogated. It was found that the battery life was 39 months. Initially, high impedances were on all combinations that included lead #1, but these normalized when the amplitude was increased to 1.5 on all but one combination. The patient was doing great and it was noted that the lead would be changed when the battery got changed.

Manufacturer narrative:
(B)(4) product ID 3889-28 lot# j0235382v serial# implanted: (B)(6)2003 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the issue still existed on (B)(6)2018 and that other leads with 1 or 3 separately were within normal limits. No further complications were reported/anticipated.